Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stepped cannulated drill bit was received from repackaged field returns and when sales representative opened it, it had obvious wear marks on the cutting flutes, water spots from being processed, and the beginnings of rust in the grooves of the cutting flutes. The device was not inspected closely to be repackaged and sold as new. There was no patient involvement. This report is for one (1) 6.0mm/10.0mm stepped drill bit cannulated/large qc/435mm. This is report 1 of 1 for complaint (B)(4).